Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) clarified there was no cerebrospinal fluid (csf) flow present during the pump replacement surgery. It was noted aspiration was attempted both via the port and directly attached to catheter. A dye study was not indicated. The company representative (rep) was present and guided troubleshooting process. No kinks were apparent in visualized catheter. The cause was not determined at that surgery. It was further reported it was likely a fibrous occlusion due to lack of flow for some time. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer on may 26, 2017 without any documentation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The company representative covered the device replacement performed by a physician on (B)(6) 2017. It was unknown for sure to the company representative of how the healthcare provider determined that the catheter was not functioning other than a loss of therapy. The company representative assumed a dye study had been performed. No studies or diagnostics were performed in the operating room (or) when the catheter was explanted. The company representative could not tell if the catheter was fractured. The explanted catheter was disposed of by the healthcare provider. The company representative further noted that as far as he knew, the patient had recovered without any issues.

Event description:
Additional information was received on 18-may-2017 and it was reported that the physician has scheduled the pump to be replaced on (B)(6) 2017. The pump was currently programmed to minimum rate mode. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported that regarding clarification of the patient vomiting the day prior to the motor stalls and the burning sensation below the pump the day of the motor stalls it was noted that the patient did not take medicine given to prevent withdrawal 5/5.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump had "failed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was indicated that the manufacturer has file letters that the patient sent dated 2017-jun-20, 2017-jul-27, and 2017-sep-21. The patient was given a copy of the study of their failed implanted pain pump. It was noted that it was the end of (B)(6) and they were still working on getting back to the correct dosage, so the patient could have their life back completely. It was noted that the terrible results that the patient experienced as a result of their failed pain pump were still not behind the patient. Those terrible results included the whole experience of the failed pump and the severe withdrawal that the patient underwent, so severe that the patient had to be taken to the hospital. Because of the failed pain pump, the patient was unable to finish teaching the last two weeks of the spring semester. For weeks the patient was on oral morphine, which completely exhausted them and made it impossible to complete much of their work. It was further noted that by noon nearly every day, the patient was so exhausted that they could hardly continue. The patient had not one but two surgeries. Because of the failed pump, the catheter in the patient¿s back had gelled and it was impossible to activate the new pump when it was implanted (regarding the gelled catheter). It was several more months on oral medication, which incapacitated the patient and made impossible the patient¿s normal involvement at the annual synod meeting of their denomination of churches. By the time they had the second surgery and made somewhat of a recovery it was noted that the patient¿s summer was gone. It was indicated as having been a very rough several months for the patient, dating back to the first part of (B)(6). The patient was still not back to where they were before the failure of the pump. It was noted that the patient and patient¿s wife felt very strongly that the blame that the manufacturer bears in all of this obligates the manufacturer to some sort of compensation for all that the patient experienced the last several months. It was also noted that this should never had happened. The manufacturer¿s device failed, not living up to its billing, and resulted in a summer that the patient did not want to remember. The patient had been very disappointed in the manufacturer¿s ability to communicate directly with them noting that it seemed only after the patient threatened legal action that someone finally contacted them personally. The patient hoped that they would not experience the same sort of brush off in response to this letter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml at 14.081 mg/day) and bupivacaine (10 mg/ml at 2.816 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 the patient heard a pump alarm going off and saw an 8476 (motor stall) code on his ptm (personal therapy manager). The pump status and/or event log noted ¿motor stall occurred¿. It was unknown if the patient had recently had an MRI. The hcp checked the logs and there was no indication of a motor stall. The pump logs were going to be re-checked. The patient reported a burning sensation below the pump site. Additional information was received later the same day after the pump logs were re-checked and it was reported that the logs revealed a motor stall on (B)(6) 2017 at 11:45am with a recovery at 13:30pm. The pump stalled again at 15:24pm with no recovery noted. The patient reported vomiting yesterday ((B)(6) 2017). There were no known environmental causes for the stalls. The patient had flown a small plane yesterday, but the times did not correlate with the stalls. The pump was updated to minimum rate mode and the patient would be given oral meds. They planned to replace the pump as soon as possible. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The consumer stated that they recently had a failed pain pump removed and replaced. The surgery date was (B)(6) 2017. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-sep-27 reported when they attempted to activate the new pain pump, they were unable to do so because of a blockage that formed in the catheter. Another surgery was required. No further complications were reported/anticipated or expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter: only the pump was returned to the manufacturer. Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing.: the device code (B)(4) and conclusion code 92 pertains to the catheter only. The previous results code (B)(4) regarding the pump is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 2017-jul-17. A catheter issue was noted when they went to replace the pump. It was noted that a general surgeon had performed the pump replacement so they had to schedule another surgery to replace the catheter which was performed today ((B)(6) 2017). It was noted that the hcp was not certain what the issue was with the catheter or whether they would be sending it back for analysis. It was being considered that a prime bolus with new model 8780 catheter with 19 cm removed would be approximately 0.210 ml's catheter volume plus + 0.14 ml's pump tubing volume for a total volume of approximately 0.35 ml's. It was noted that they also reduced the patient¿s dose and would start him on 0.5 mg/day at 10 mg/ml. It was being considered that this is essentially the lowest dose in case they would want to lower the dose.

Manufacturer narrative:
The device code (B)(4) is regarding the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The cause of the patient¿s vomiting and burning sensation below the pump was noted as being unknown. It was unknown what troubleshooting / diagnostics were performed related to the catheter issue, however it was further noted that as per a note from an alternate physician, they were unable to drain or aspirate from the catheter. Regarding when the new pump was placed on (B)(6) 2017 it was indicated that the catheter was left disconnected. A new catheter was later placed on (B)(6) 2017. The catheter issue, vomiting, burning sensation below the pump, loss of therapy, and withdrawal was indicated as having been resolved. The patient¿s weight at the time of the event was noted as being approximately (B)(6).